Event description:
Customer reported waiting in the emergency room due to high blood glucose levels. Customer was unsure of the cause of the high blood glucose, but believed it may be the insulin pump or the infusion set. Customer's current blood glucose level is 472 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.